Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt in the ed. I-stat: date: (B)(6) 2011, 16:16, result: 0.08 ng/ml. Date: (B)(6) 2011, 16:18, result: 0.08 ng/ml, date: (B)(6) 2011, 16:34, result: 0.10 ng/ml. (B)(6) (lab): date: (B)(6) 2011, 15:48, result: <0.01 ng/ml. The suspected discrepant results were not released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.